Event description:
Customer reported the customer was having issues with the sensor being accurate. Sensor glucose was 302 mg/dl and blood glucose was 118 mg/dl. The insulin pump has also been alarming calibration error and sensor end. Issue occurred with two sensors. Customer stated he has been treating based on sensor readings, customer was advised to only treat based on blood glucose readings. Customer called back after downloading to carelink. Customer was assisted with reading the report and it was determined that customer was calibrating at unstable times. Customer was informed how to properly calibrate the sensor and what causes the alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.